Event description:
It was reported there was no device data available on the histogram. Implant detect was still on and device did not start collecting diagnostics. Device parameters were reprogrammed. Patient was seen approximately one month later and data was displayed on the histogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.